Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst also noted: no packaging came with the device.

Event description:
It was reported that the device was not packaged correctly and the inner sterile cover was missing. The device was not used. No patient complications have been reported as a result of this event.